Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin delivery was stopped. A review of pump history confirmed the customer received an occlusion alarm. There was no reported adverse impact to the customer. System check could not be performed as the issue occurred in the past. Tandem technical support (cts) educated customer regarding the meaning of the occlusion alarm and instructed the customer to contact cts if the issue recurred. Customer acknowledged.